Manufacturer narrative:
All available information was investigated and the reported clip opening while establishing final arm angle could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported clip opening while establishing final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds)(lot 00107u238) was advanced to the mitral valve and the leaflets grasped. When establishing final arm angle (efaa), the clip opened. Troubleshooting was performed however the clip failed again therefore the cds was removed. Another ntw clip was implanted without issue lateral to a2p2. Another cds (lot 00121u144) was advanced and when attempting to grasp the leaflets, the posterior leaflet was perforated. The clip was carefully closed and locked at 60 degrees and tension relieved from the cds before continuing to slowly close and monitor leaflet insertion. When closing the clip the mr reduced to <1, and while doing insertion and further measurements to evaluate the success of the procedure, more mr was seen a few minutes later to where a leaflet perforation was observed with 1-2mm of posterior leaflet tissue remaining and the posterior clip arm was no longer attached to the leaflet. The nt clip was re-opened and moved to a more medial position and implanted successfully (between p2 and p3) where the tissue quality appeared better. The residual mr was observed between the clips at the posterior leaflet perforation and mr remained at 4. Both implanted clips are stable and the patient will continue on medial management and then re-evaluated in 30 days for treatment options. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.